Event description:
It is reported that the customer had high blood glucose levels of 600 mg/dl. The customer reported that she was hospitalized for non-diabetes related issue. The customer reported that she an amputation. The customer reported that a nurse gave her a manual insulin injection. Troubleshooting was done. The customer was advised to change the entire insulin set including the reservoir. Advised the customer that a tubing clamp would be shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.